Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving 1 mg/ml of dilaudid at 0.2 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2018, it was reported that the patient had an infected pump pocket. No environmental factors were noted that might have led or contributed to the issue. The patient visited the hcp's office and antibiotics were given. The patient's pump was explanted on (B)(6) 2018. The pump was discarded and was not replaced. The patient's status was listed as "asked but unknown", however the issue was considered resolved. No further complications were reported.